Event description:
It was reported that during a coronary stent procedure, the stent dislodged/migrated. The physician was advancing a liberte' monorail stent delivery system to the rca, when the stent dislodged from the delivery device and migrated distally. The stent was successfully retirieved with a snare. The producre was completed with a vision stent. Same case as manifacturer's # 6000093-2005-01207.